Event description:
It was reported that this implantable device is suspected of exhibiting premature battery depletion behavior. Elective replacement indicator has been reached, and the current battery drain is greater than 500%. A copy of device memory was saved and submitted to technical services (ts) for review. Ts confirmed that this device is exhibiting premature battery depletion. Due to this anomaly, device replacement was recommended. It was recommended to replace this device within 28 days. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This device currently remains implanted and in service. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. Elective replacement indicator had been reached, and the battery drain was greater than 500%. A copy of device memory was saved and submitted to technical services (ts) for review. Ts confirmed that the device was exhibiting premature battery depletion. Due to this anomaly, it was recommended to replace this device within 28 days. Subsequently this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this implantable device is suspected of exhibiting premature battery depletion behavior. Elective replacement indicator has been reached, and the current battery drain is greater than 500%. A copy of device memory was saved and submitted to technical services (ts) for review. Ts confirmed that this device is exhibiting premature battery depletion. Due to this anomaly, device replacement was recommended. It was recommended to replace this device within 28 days. Subsequently this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.